Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned partially cycled and with a clip in the jaws; the cycled was completed and one conforming clip was fed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended; however, during the analysis the anti-backup feature was found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the anti-backup lever was found to be damaged; no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open after a nurse fired the device for functionality. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.